Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(6)) was implanted in (B)(6) 2023. A computed tomography (CT) scan was performed on (B)(6) 2026 revealed a valve fracture. Therefore, the valve was removed and replaced on (B)(6) 2026. The patient is currently in good condition.